Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure when the physician was burning towards the inferior vena cava (ivc), the physician heard a steam pop that was inaudible to the biosense webster representative. The physician then scanned the area with intracardiac echocardiography (ice) via a reprocessed soundstar catheter and they observed an effusion along the cavotricuspid isthmus (cti). They observed it growing and then they also noticed the patient's blood pressure dropping. They provided a pericardiocentesis for this pericardial effusion. They do not know the amount of fluid removed from the patient's body. They left peripheral lines in and the last they saw, the patient was stable and being wheeled to the intensive care unit (ICU). A pentaray, a thermocool® smart touch® sf bi-directional navigation catheter, and a soundstar catheter were used in the procedure; however, all were discarded before the caller could retrieve them. The physician thinks the effusion happened right when the steam pop occurred. The caller stated they would follow-up with the amount of fluid drained from the patient tomorrow when they are at the account. Additional information was received. Physician¿s opinion on the cause of this adverse was that they had no inclinations that it had anything to do with our product. He burned near the ivc behind the eustachian ridge into soft tissue with low flow and the steam pop occurred. The steam pop happened within 3 seconds of ablation with no time to react to any readings of any kind. They tapped the chest and drained 200ml of fluid from the effusion. Outcome of the adverse event was fully recovered (no residual effects). They went straight to the ICU after the fluid was removed and stayed there overnight. They improved overnight and stayed the rest of the following day in non-intensive care for observation. Transseptal puncture was performed with a baylis nrg needle with agilis sheath the length of the ablation cycle when the pop was observed at the same tip position was less than 3 seconds. The flow setting was ¿high¿ during ablation. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used was dashboard; vector and visitag. Visitag module was used, parameters for stability used were range ¿ 3mm; time ¿ 3 seconds; fot ¿ 3 grams; tag size ¿ 2mm. Additional filter used with the visitag was respiratory gating. Impedance was used.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).